Manufacturer narrative:
Insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 400 mg/dl to 500 mg/dl. Drive support cap was flush. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.